Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No further information was available.

Event description:
New information on 5/4/2017 stated that the patient experienced no adverse consequences and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.